Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the patient's extensions were previously explanted. Surgical intervention was undertaken on 9oct wherein new extensions and a new ipg were implanted. Postoperatively, the issue had resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-21652. It was reported that there was bow stringing of the patient's extension behind the patient's ear. Physician palpated the area and felt the extension moving. In turn, surgical intervention may take place to address the issue. As it is unknown which extension was causing the issue, both extensions are being reported.